Event description:
Hair loss, heart palpitations, high heart rate, chest pain, anxiety, psoriasis, depression, acne, frequent infections, headache, nausea, dizziness, stomach ulcers, food intolerance. All due to breast implants. Saline breast implants allergan.